Event description:
Additional information was received, from the manufacturer representative. It was reported, that the charge was still dropping. The issue was still persisting. A replacement controller was being organized for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently, unknown or unavailable. Medtronic will submit a ,supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger g2. Foreign: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient¿s recharger was not recharging the implanted neurostimulator (ins). The patient will recharge to 100% and overnight the ins will drop charge to 60%. Cause unknown. A replacement recharger was arranged, and the issue resolved. No patient harm reported. Additional information was received. Unable to determine cause, possibly due to a recharger fault. Additional information was received. It was confirmed that the issue was still present. The patient is meeting with a manufacturer representative (rep) later this week to assess the issue.

Event description:
Additional information was received. It was reported that the replacement device has resolved the issue. It was noted that no health care provider (hcp) was involved as the implantable neurostimulator (ins) was not impacted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.